Event description:
The customer attempted to update the gains settings on a cell-dyn emerald analyzer per the fa23mar2010 customer communication. The customer was unable to use the telephone inside the laboratory, and abbott field service was dispatched to adjust the gains settings. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.